Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited oversensing noise. The clinic initially suspected the noise was due to electromagnetic interference. The noise was high amplitude and frequency. No intervention was reported. The patient was stable throughout.